Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance on the right ventricular (rv) channel. Boston scientific technical services (ts) noted that this device had a high out of range impedance value, however, the impedance was trending around 100 ohms prior. It was noted there was no sign of lead integrity concerns. Ts provided resolution recommendations, such as reprogramming. The device remains in use. No adverse patient effects were reported.